Event description:
Senseonics was made aware of an incident where patient developed infection at insertion site beginning 8th of june. There was redness and swelling and little bit of pain. Sensor was removed on 13th of june. There was pus with gram-positive bacterial infection. The patient never developed fever, only local symptoms. After the removal, patient was feeling well.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/pain/ inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, the sensor was removed from the patient's arm to alleviate the symptoms. Also, a new sensor was inserted to continue using eversense continuous glucose monitoring (cgm) system.